Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H6: photo investigation: the photo was returned to depuy synthes for evaluation. The depuy synthese team conducted a visual inspection of the returned device images. Visual analysis of the photo revealed that the matrixmidface preformed orbital plate sm was bent through several sections, it presents signs of discoloration along the visible surface, these conditions could be an indication of the device being handled for sterilization prior to usage. The damage of the plate cannot be attributed to manufacturing as it is no longer in its sealed and original packaging. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthese quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the matrixmidface preformed orbital plate sm. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing record evaluation was performed for the finished device (part # 04.503.811 lot # 2433p36) and no non-conformance's / manufacturing irregularities were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthese reports an event in colombia as follows: it was reported that when uncovering the box, it was observed that the plate at first sight has fold points, which appear white, apparently where it has been folded. During manufacturer's investigation of the provided photo it was observed that matrixmidface preformed orbital plate sm was bent through several sections, it presents signs of discoloration along the visible surface. This report is for one (1) ti matrixmidface preformed orbital plate small/right this is report 1 of 1 for complaint (B)(4).